Manufacturer narrative:
This report is submitted on march 12, 2019. (B)(4).

Event description:
Per the clinic, it was reported that the device was explanted on january 08, 2019 due to infection issues at the implant site.